Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one proglide were successfully pre-placed. Reportedly, when an attempt was made with a second proglide device, the suture came out with the device after deployment when harvesting the sutures. The sutures of another proglide device were successfully pre-placed. The sheath was upsized to a 12f sheath. The evar procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed based on returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - lot # updated from 2101842 to 2110741 d4 expiration date and h4 manufacturing date corrected as a result of lot number update.